Manufacturer narrative:
Complaint investigator¿s visual and functional inspection of the returned component bone profiler w/guide pin 4.1mm (d) x 5mm (p) (bp450) could not confirm the reported event. Review of DHR and complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that the bone profiler pin got stuck in the implant.